Manufacturer narrative:
A ge service rep performed an onsite investigation. The system batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer reported a burning smell and then the system displayed a precharge voltage error message. The system then failed to boot back up. There is no report of pt injury.